Event description:
Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory for a scheduled implant procedure. The patient's past medical history was significant for multiple co-morbidities including severe pulmonary hypertension. According to the local representative, the physician experienced difficulties with subclavian vein access. As the procedure continued, the patient became increasingly unstable. After positioning the right ventricular (rv) lead and two failed attempts at positioning the right atrial (ra) lead, the patient went into cardiopulmonary distress. The physician elected to implant a single chamber ICD and a stat echocardiogram was performed that ruled out a perforation or pericardial effusion. The patient was minimally stabilized and was transported to the intensive care unit (ICU) where the patient's condition continue to deteriorate until the patient's death the next day. The device will not be returned to boston scientific.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.